Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power.  Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use.   The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event. There was no other information reported on the patient event. There was no report of any adverse effect caused to the patient during the reported event.